Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) tip won't detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the biliary tract during a lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure a contrast study was performed in the biliary duct and the size of the stone was determined to be 12mm. A lithocrush /olympus device was inserted into the biliary duct via the guide wire, but it was difficult to use. The device was removed and replaced with a trapezoid rx lithotripter compatable basket. An alliance handle was used in conjunction with the lithotripter compatable basket to try and crush the stone, but it failed. The physician reported the stone as being ¿hard¿. The physician tried to release the stone from the basket but failed. The physician then attempted to detach the basket tip, however, the tip failed to detach. The physician moved the device up and down several times until the stone was released from the basket. The procedure was completed by deploying a flexima biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. Reportedly, there were no issues noted with the alliance handle or the trapezoid rx lithotripter compatable basket prior to use. Additionally, the complainant reported that an eswl (extracorporeal shock wave lithotripsy) was performed at a later date, (date unknown), and the stone was removed from the patient. No problems were reported regarding the patient¿s current condition.